Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead insulation was abraded at 29.5 cm to 30.5 cm and 27.5 cm to 28.00 cm from the lead pin.

Event description:
It was reported that the left ventricular lead exhibited high thresholds due to lead dislodgement. The lead was explanted.